Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported the following: "we have regularly encountered issues with drill bits breaking when screwing into axsos plates. According to surgical nurses and surgeons, this appears to be an issue with the orientation during screw placement: that is, the drill bit breaks when they reorient it after passing through the plate. The problem occurred with a 3.1 mm diameter axsos drill bit".